Event description:
It was reported that there was an event of pacemaker, right atrial (ra) lead, and right ventricular (rv) lead noise. The leads and pacemaker were explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. The lead was returned for analysis. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. No other anomalies were discovered.